Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump failed to load a cartridge during the load step of the prime sequence. The force sensor was found to be out of calibration. Contamination was observed on the shim component of the force sensor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a force sensor calibration issue and force sensor component contamination. This report is made based on results of the investigation performed on (B)(4) 2014.